Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a titanium trochanteric fixation nail system (tfn) surgery, it was observed that the handle of the quick coupling device was rotating when it should be fixed. There were no delays to the surgical procedure. The procedure was completed successfully using the actual device. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.